Event description:
The device was explanted due to premature battery depletion.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the field experience of premature battery depletion could not be verified in the laboratory. The lifetime diagnostics noted 106 maximum equivalent charges. A longevity calculation was performed. Based on the device's programmed parameters the battery was within expected longevity performance.